Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. The field service engineer (fse) identified that the device had crashed and determined that reimaging was required. The fse reimaged the device, installed rss and the components manager, and restored system functionality. After completing functional testing and running diagnostics, the fse confirmed that the device was operating normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.